Manufacturer narrative:
The ventilator was returned and was tested per documents (B)(4). The unit came back without the water trap and the outlet fittings. The wink lights seemed slow and the inhalation/exhalation phases overlapped. The unit was opened and checked. The clamps for the high pressure lines were not installed. A leak was detected on the manual breath button on the bottom of the valve assembly. The unit eventually stopped cycling and the testing could not be completed. This unit has not been overhauled per the recommended two year intervals. Sechrist performed a routine overhaul, replacing all rubber and plastic parts,rebuilt, adjusted and calibrated to factory specifications. A DHR (device history review) was performed. Ventilator hv-500a, serial (B)(4) was manufactured on 06/2006. There is no indication that there were any relevant discrepancies during manufacturing. A review of the device history record (DHR) found no non-conformance that could cause or contribute to the reported issue.

Manufacturer narrative:
The ventilator was not returned for an evaluation. Should new information become available sechirst will submit a follow up. This report is submitted to comply with MDR malfunction notice 76 fr 12473 requiring the reporting of incidents involving a life-supporting and/or life-sustaining device.

Event description:
It was reported that the ventilator inhalation phase was too slow and will not cycle. No patient involvement was reported.